Event description:
Customer states critically high potassium with this lot. There are 3 medical care pllc locations and all 3 locations have different lot number of serum tubes in use. Only 1 location has lot b21063sn in use and started experiencing critically high potassium results this morning [(B)(6) 2022]. Only potassium was affected. The location is (B)(6). There were 22 patient specimens of lot b21063sn affected this morning [(B)(6) 2022]. Lot b21063sn was started on (B)(6) 2022 and they had issues on friday as well [(B)(6) 2022]. Other specimens of a different lot number were tested this morning on the same analyzer and did not have critical potassium results, only lot b21063sn had this issue. The 22 specimens affected had no visible hemolysis. There were floating red specks visible in the serum of the specimens after centrifugation. At this time, the patients have not been recollected and the 22 specimens have not been repeated at a different location. The affected specimens were filled appropriately to the fill mark, +/- 10% of fill mark on tube. The specimens were allowed to clot thoroughly for a minimum of 30 minutes before centrifugation. The specimens were centrifuged within 2 hours of collection. Specimens were re-centrifuged in the original tubes. The facility has been re-centrifuging specimens in the original tubes since starting to use greiner tubes almost a year ago. This occurred on the beckman coulter au480. Quality controls were in acceptable range and there have been no issues with the analyzer. The facility is a client of quest. Quest provided the facility a drucker 642e centrifuge. The centrifuge speed is 3302 rpm for 15 mins and they do not have the rcf. No changes in phlebotomy with samples were made when starting to use lot b21063sn.

Manufacturer narrative:
Complaint statement (B)(4): received 1 rack 456292p/b21063sn for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance documents revealed no deviations in relation to the reported event. Customer samples were verified to be correctly assembled. Additionally, potassium absence was verified, and no potassium was detected within the tested tubes. Therefore, the alleged event cannot be confirmed.